Event description:
It was reported the device was at eri (end of life) and shortly after successful interrogation, it had no output due to battery depletion, and the patient went into vt. She was successfully treated and was reported to be fine. A technical consultant stated the device behavior was consistent with end of life battery depletion, and the pacing likely stopped due to the interrogation increasing the current drain. The patient had been lost to follow-up and the device had not been checked in several years. Additional information reported in a mw 3500a report stated the patient is pacemaker dependent and was hospitalized after a cardiac arrest in the doctor's office. The report also states the device was at end of life and had not been checked in six years. A temporary pacemaker was used, and the next day, the device was replaced. There were no further patient complications.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: analysis revealed normal battery depletion.